Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump correction bolus delivered incorrectly. The customer¿s blood glucose level was 256 mg/dl at the time of the incident. Customer reported other blood glucose values were 282 mg/dl, 250 mg/dl, 255 mg/dl, 293 mg/dl, 150 mg/dl, 300 mg/dl and 302 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Pump passed the delivery accuracy test at 0.08750 inches.